Manufacturer narrative:
The device was not returned for analysis. Photos of the complaint device were received by the account and reviewed; however, no value added information regarding the reported device complaint could be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported material rupture; however, factors that may contribute to material ruptures include, but are not limited to, material damage, interactions with other devices or interaction with lesion calcification and tortuosity. The reported activation failure and patient effects of hypertension appear to be related to operational context as it is likely a result of the material rupture. The reported patient effects of hypertension is listed in the xience alpine everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. The reported lumen damage is likely due to handling and/or manipulation of the device during the procedure. It should be noted that there was no damage or leak noted to the sds during the inspection prior to use or during preparation of the device, which suggests a product quality issue did not contribute to the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling. Na.

Event description:
It was reported that the procedure was to treat the left anterior descending (lad) coronary artery. The 2.75x23 mm xience alpine stent delivery system (sds) was prepped prior to use without any noted issue. The lesion was tight and calcified and required multiple balloon inflations before attempting to advance the xience alpine sds. The sds was advanced without resistance and an attempt was made to deploy the stent proximally to a previously implanted stent. When attempting to inflate the balloon of the sds it was noted that the balloon did not inflate at all and dye leaked into the lumen while the indeflator lost pressure every time inflation was attempted. The patient's blood pressure elevated for a few seconds after the issue but was transient and settled within a few seconds. Upon visual inspection of the device it seemed like the sds lumen was damaged 15 cm above the stent. A 2.75x28 mm xience alpine was used to complete the procedure. There was no adverse patient sequela or clinically significant delay in the procedure. No additional information was provided.